Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered multiple shocks and anti-tachycardia pacing (atp) for what appears to be an atrial driven arrhythmia. This is considered a reportable malfunction as this device is not intended to treat atrial arrhythmia and critical therapy was not available at some point as there was evidence of therapy exhaustion. The device was going to be reprogrammed to avoid this issue from happening again. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing, sensing, and shocking functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered multiple shocks and anti-tachycardia pacing (atp) for what appears to be an atrial driven arrhythmia. This is considered a reportable malfunction as this device is not intended to treat atrial arrhythmia and critical therapy was not available at some point as there was evidence of therapy exhaustion. The device was going to be reprogrammed to avoid this issue from happening again. The device was explanted and returned for analysis without additional allegations. No adverse patient effects were reported.